Event description:
Intended use: the nuclisens® easymag® accessory products are reagents and disposables to be used with the biomérieux instruments which mention these products in their user manuals. They enable the automated extraction (purification and concentration) of total nucleic acids (rna/dna) from homogeneous human biological fluid samples. These products are intended for in vitro diagnostic use by healthcare professionals. Description of the issue: on (B)(6) 2022, a customer in france notified biomérieux of contamination when testing with nuclisens® extr. Buffer 3(4x1l) (ref. Lot #z013bb3eb, expiry date: 28-feb-2022) with patient samples. The customer uses easymag for bacterial genotyping on csf. He has noticed some false positive results: the negative extraction controls gave bands, while the negative amplification controls were negative. They questioned the instrument, but when they run the extraction on the emag they see the same contamination : the only point in common between the two instruments was the extraction buffer 3 for which they started a new lot (#z013bb3eb). By changing the bottle (same lot) the problem persisted. The contamination has for the moment an impact only on the 16s dna research. Contamination is damaging in the case of extraction from samples assumed to be sterile or with low germ concentration. For these samples, even in the presence of a weak pcr amplification, they proceed to sanger sequencing to determine the bacterium responsible for the infection. The analysis of the sequence found directed them towards an environmental bacterium, they did not deliver a false positive patient result, but the delay of the results is very long. In the meantime, they perform the extractions manually, which allows them to confirm that the contamination occurs during the extraction process. A biomérieux internal investigation has been initiated.

Manufacturer narrative:
The issue reported by this customer was initially against nuclisens® extr. Buffer 3(4x1l) ref. 280132. However, during the investigation it was discovered that the customer received impacted lots of nuclisens magnetic silica. Therefore, the impacted product of the report has been updated accordingly and this complaint belongs in the scope of fsca 5690 regarding nuclisens magnetic silica contamination. A biomérieux internal investigation has been completed with the following results: the investigation confirmed the contamination issue. It was done on retained kits from manufacturing site and also on raw material for batches currently released on the field at that time. The investigation demonstrated that the contamination comes from silica raw material from a supplier. The silica raw material produced internally are not impacted by the issue. Tests have been done to define if the source of the contamination was from viable bacteria or traces of nucleic acids. The contamination is essentially nucleic acid contamination; however, low environmental bacteria contamination have been also observed. Note that the nuclisens extraction reagents are not sterile nor claimed dna rna free, so a residual background signal could be expected. Investigation results highlighted that three (3) raw materials from one of our supplier are impacted by the issue. It corresponds to 15 different biomérieux finished product ref 280133 batches (list of batches: z012me1ms, z012mf1ms, z012mh1ms, z012mk1ms, z012ml1ms, z012mg1ms, z012ne1ms, z012nd1ms, z012nc1ms, z012nb1ms, z013af1ms, z013ag1ms, z013ah1ms, z013ak1ms, z013al1ms). All these batches were blocked with a product stop shipment and a field safety notice, fsca 5690, was issued on 01jul2022 to inform our customers of the issue and of the actions required. The final risk identified was the inability to render a result, or having delayed results, according to the fact that a negative extraction control must be used in extraction run. The investigation confirmed that there is no safety risk for users. All other silica raw materials corresponding to silica batches currently on the field have been tested and are not impacted by the issue. Performances of all impacted silica batches have been verified on viral parameters and other applications than bacterial ones and did show that there was no impact using them. All applications for which the negative extraction control is valid, i.e. Negative, in downstream application, can be exploitable. Nevertheless, batches verified by r&d investigation to be not concerned by the contamination issue were sent as replacement for customers performing bacterial nucleic acids amplification. A CAPA with an investigation at supplier level has been opened, and while awaiting the outcome, biomerieux has put additional testing in place to secure any new batch release.sections d and g have been updated according to the change in impacted product.